Manufacturer narrative:
Reset the lift limits.

Event description:
It was reported by service report that the head end of the bed was not going all the way down. No pt involvement or adverse consequences were reported.